Event description:
Patient stated that the needle button accidently released prior to the completion of the 24-hour period. Patient put v-go on at 9am, and at about 6pm is when patient realized needle button had popped out. Patient wears v-go on her abdomen.